Event description:
It was reported that the implantable neurostimulator (ins) kept moving sideways and was repositioned 3 times. The first reposition was in 2011 and the last one was in (B)(6) 2012. The patient had a hysterectomy in (B)(6) 2015 and afterwards had experienced a painful, odd sensation. The patient had changed programs and settings and still had the same occasional felling or sensation. If the patient lied down, they felt a little flutter, which was different than the other sensation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v762720, implanted: 2011-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).